Event description:
It was reported that the user experienced difficulty removing an old cartridge from a new pump when the connector would not twist counterclockwise, and removal was ultimately achieved with assistance, indicating a connector detachment issue associated with the cartridge interface. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed user difficulty with connector manipulation and successful resolution after instruction. It was concluded that the event involved use-related handling of the connector without device alarms and did not result in patient harm.